Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 24.2 cm to 24.6 cm from the electrode tip which exposed the outer coil. The abrasion was consistent with coonstant friction with another implantable device.